Manufacturer narrative:
(B)(4). Concomitant medical products: pm0000525-kellermcdowall rt ha tflg sz23-749240, unknown-unknown head-unknown, unknown-unknown screw-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 03211, 0001825034 - 2022 - 02185, 0001825034 - 2022 - 02188. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: right tha with acetabular reconstruction with loosening of the reconstruction and acetabular component as well as the femoral component. Question evidence of metallosis along the medial wall of the acetabulum. Superior and posterior femoral head dislocation. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. No additional information available.